Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with cracked case at display window corners and battery tube threads. The insulin pump received with minor scratched display window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2016. The customer's blood glucose was 430 mg/dl at the time of hospitalization. The cause of the hospitalization was from diabetic ketoacidosis. The customer reported vomiting before being hospitalized. The customer was released from the hospital on (B)(6) 2016. Customer was wearing the insulin pump at the time of hospitalization. Troubleshooting found the insulin pump passed a self-test. Customer agreed to return the insulin pump for analysis.